Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/27/2016 with the following findings: there was no evidence of short battery life observed in the black box. The battery voltages were within normal specifications. The returned battery cap fully tightened to the pump. The pump booted to the verify screen with audible and vibratory features. The pumps current draws were within specifications. The pump cover was removed and there was no moisture or damage found internally. Unrelated to the original complaint, the battery compartment was cracked and the audio bolus button cover was torn, but the button was still operable. (B)(4).